Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: device evaluation update: upon further investigation of the device, it was determined that the investigation has been updated as follows: investigation summary ==> the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: outer tube damaged, distal tip damaged illumination distal tip fiber damaged, particulate, optics particulate under distal lens particulate under proximal lens particulate in system, optical system, optical components broken lenses in optical system chipped lens in system distal cover glass/negative damaged scratched/residue/cracked cracked/broken negative cosmetic issue scratches/dents ¿ broken (2+ pieces) : device fractured ¿ visual : deformed/bent ¿ visual : scratched/nicked ¿ labeling : illegible etch per service reports, this complaint can be confirmed. The label, housing, tube and optical were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4: the device manufacture date is currently unavailable. Investigation summary:the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: outer tube damaged, distal tip damaged. Illumination distal tip fiber damaged, particulate, optics particulate under distal lens particulate under proximal lens particulate in system, optical system, optical components broken lenses in optical system chipped lens in system distal cover glass/negative damaged scratched/residue/cracked. Cracked /broken negative: cosmetic issue scratches/dents, ¿ broken (2+ pieces) : device fractured, ¿ visual : deformed/bent, ¿ visual : scratched/nicked, ¿ labeling : illegible etch. Per service reports, this complaint can be confirmed. The defective parts needs to be replaced to resolve the issues. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that at the start of a rotator cuff repair procedure, it was discovered that the 4k c-mount endoscope device was cracked. During in-house engineering evaluation, it was determined that the device was broken (2+ pieces) : device fractured. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.